Event description:
Intraprocedure, instrument that was previously working without complications, would not allow "re-opening" of the jaws of the instrument. Instrument was removed from surgical field and new instrument obtained for continuation of procedure. No apparent harm to patient.